Event description:
It was reported the patient had a right total hip arthroplasty. Approximately 4 years later, the patient was revised due to elevated metal ions and pre-op imaging noted acetabular migration, lucency, and osteolysis. During the revision the femoral stem was found to be well fixed, while the acetabular shell appeared to be loose. The stem was retained, while all other components were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# 139254, lot# 945790 m2a-magnum 42-50mm tpr insrt-3. Cat# 11-104212, lot# 347410 mlry-hd lat por fmrl 12x165mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.